Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black and prompted for password. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen went black and prompted for password. A technical support specialist (tss) mentioned that customer support centre agent followed knowledge article "proper datasync procedure & how to place new db in es station", troubleshooted and completed full data sync process. The customer then stated that device showed fatal error. The field service engineer (fse) replaced hard drive and reimaged the device. The tss followed knowledge article "medapplication not launching automatically, station at blue screen "to fix medapp which was not automatically starting. The system functioned as intended after the technical support specialist, field service engineer repaired the device.